Event description:
It was reported the patient¿s stimulator was being replaced due to normal battery depletion. The lead was going to be re-tunneled due to the pocket moving down from weight loss. The patient had been almost sitting on the stimulator. The sitting caused circular bruising at the implant site. The lead was tested and showed greater than 4,000 ohms on all pairs. The lead was re-tunneled to check for therapeutic effect anyway, but the lead broke. The lead fragment remained in the patient. The replacement was then abandoned, as the patient did not consent for a new lead. There had not been any therapy issues prior to replacement. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported the lead broke several centimeters from the stimulator. The inner core of the lead was left indwelling. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # j0236901v, implanted: (B)(6) 2003, product type lead; product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3037, serial # (B)(4), implanted: (B)(6) 2009, product type programmer, patient; product ID 3093-28, lot # j0236901v, implanted: (B)(6) 2003, product type lead. (B)(4).